Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-jan-2025. Investigation summary: bd received eight samples for investigation. Each of the eight returned samples was used to perform functional tests with water, and none of the needles separated from their holders. Additionally, ten retained samples were also used to perform functional tests with water, and none of the needles separated from their holders. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: separates. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the needle detached from the device. This occurred with two (2) devices. There was no report of adverse impact to patients or users.

Event description:
It was reported while using a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the needle detached from the device. This occurred with two (2) devices. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary: bd was notified that samples would be returned. Unfortunately, they were lost by the courier before being delivered. Therefore, 10 retention samples from bd inventory were evaluated by functional draw testing and the issue relating to hub-solder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode hub-solder separation, bd has initiated further root cause investigation relating to the issue of hub-solder separation through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the needle detached from the device. This occurred with two (2) devices. There was no report of adverse impact to patients or users.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.